Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2015 with a bifurcated stent and an infrarenal aortic extension. Patient had routine follow up scans which over time identified an unknown endoleak. On (B)(6) 2016 a follow up scan showed a distal endoleak and aneurysm sac growth. The physician believes the patient may have a potential type 1a endoleak, a potential type 2 endoleak and a potential type 3b endoleak. It was reported the patient has no physical symptoms. There have been no reports to endologix indicating a secondary intervention has been scheduled or completed.

Manufacturer narrative:
(B)(4). Based on the information available the root cause of the reported is unknown. Devices were not returned; therefore, sample evaluation was not completed. Clinical review found evidence to reasonably suggest the following contributing factors to the reported event: anticoagulation medication. The manufacturing lot evaluation confirmed all devices met specifications prior to release.